Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button has been slow to respond when pressed and became totally unresponsive today. The reporter also stated that on examination there is a small hole over the ok keypad button. The reporter denies that the pump was exposed to water. The patient is reported to keep the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn on the ok key. Evaluation revealed that the keypad buttons were intermittently unresponsive. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the event, moisture corrosion was visible on the keypad flex and there was a keypad leak found during testing.